Event description:
The customer reported a loss of v2 during use with 12 lead ECG. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported a loss of v2 during use with 12 lead ECG. No adverse pt impact was reported. In 2009, the philips repair bench confirmed a failure of the trunk cable that resulted in the reported symptom. We are considering this a malfunction of the leads ECG trunk cable.